Event description:
During a routine shift check by a clinician, the device intermittently failed to power on. There was no pt involvement.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.